Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was a loss of prime issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 28-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: a review of the black box showed loss of prime warnings with a low non zero force. The force sensor was within specifications. The loss of prime issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.